Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: carto 3 system, model #:m-4800-01, serial #: (B)(4); smartablate generator, model #: unknown, serial #: unknown; smartablate pump, model #: unknown, serial #: unknown; pentaray navigational eco catheter, model #: d-1282-08-s, lot #: unknown; soundstar eco catheter, model #: m-5723-16, lot #: unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for non-ischemic ventricular tachycardia with a thermocool smarttouch bi-directional sf catheter and suffered death. Ablation procedure was successfully completed. Three hours post-procedure, the patient expired. There were no reported indications as to the cause of death. It was noted that the patient had a complicated medical history to include an implantable cardioverter defibrillator (ICD) and an impella ventricular assist device (vad). Physician indicated that they did not believe the death to be related to biosense webster, inc. Products. No further information is available regarding the physician¿s opinion. Since this event resulted in the patient¿s death, it is MDR reportable.